Event description:
No death, pt injury, or malfunction actually occurred. Customer report involved dissatisfaction with system.

Manufacturer narrative:
Customer system rec'd a new computer for their existing system in 11/05 - software license for the knee software was mistakenly not reactivated at install. As the stealthstation system is an adjunct to surgery, the fact that it was discovered upon startup that the system could not be used during the knee surgery, on the date referenced in the user facility report, would not have any impact on pt safety. Mnav field staff reactivated the license and tested the system to ensure that the software was accessible.